Event description:
Patient presented large incisional hernia from multiple previous abdominal surgeries. The hernia was repaired laparoscopically in 2008. Patient was sent home the next day with standard hernia precautions - no lifting, etc. Five days later, patient was admitted via the e.r. Complaining of severe abdominal pain and vomiting. Patient had not a bowel movement since initial surgery. Patient was taken to o.r. For emergency laparotomy. Upon inspection, the patient's bowel had completely grown through the mesh and fistualized in two separate locations. Extensive lysis of adhesions and bowel resection was performed. Patient was left with a stoma and transferred to the i.c.u. About 3 days later, the patient died. Dates of use: 2008. Diagnosis or reason for use: incisional hernia repair.